Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low sensing was observed on the right ventricular (rv) lead. It was also observed that undersensing on the discriminator channel and oversensing had led to the delivery of inappropriate high voltage therapy for a non-ventricular arrhythmia. Diagnostic imaging was performed on the rv lead and revealed dislodgement. The rv lead was deactivated until revision surgery could take place. The physician noted that the patient also had phrenic nerve stimulation due to the dislodgement. During revision, the rv lead was repositioned in the right ventricle. During subsequent follow-up, low sensing was again noted on the rv lead. Diagnostic imaging again revealed that the rv lead was dislodged, so it was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.